Manufacturer narrative:
Exact date of implant unknown. Other relevant device(s) are: product ID: tw4440c111x, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: tf4242c113x, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: tw4440c111x, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the treatment of an unknown size thoracic aorta aneurysm. It was reported that the patient contacted technical services approximately ten years later to state that he thought "there were some leaking with his stents". The patient confirmed the devices were not replaced but were repaired on an unknown date. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.